Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate the event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter a lap lobectomy vats, the device operator locked the jaws, pressed the green button, but the device did not fire. The device did not staple. The reload was changed to resolve the issue. There was poor staple formation and an incomplete staple line due the device not stapling. The jaws did not lock on tissue. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.